Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue happened during a coronary angiography. However, there was no harm or injury reported to philips. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Fse checked the logfiles and found the error image disk error (write error). But when fse checked the disk smart data did not find any errors. The philips engineer reseated image disks and recreated the image store. After which, the system was returned to good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that fluoroscopy could not be done with the allura system. The device was inside of clinical use at the time of the reported event, no harm was reported to philips. Philips has started an investigation of this complaint.